Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9168748. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on our results, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that leakage occurred during use with a pegasus yel 24gax0.75in prn-capy non-pvc. The following information was provided by the initial reporter, "during infusion, it's noticed that leakage at connection site of prn."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a pegasus yel 24gax0.75in prn-capy non-pvc. The following information was provided by the initial reporter, "during infusion, it's noticed that leakage at connection site of prn."